Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for routine follow-up, longevity estimate of the device was noted to be shorter than expected. The patient experienced diaphragmatic stimulation. Possible diagnostics/data anomaly was suspected as the battery voltage and current measurements appeared to be normal. Session records indicated that the battery was sub beginning of life (bol) voltage in the days prior to, and on, the date of implant. The voltages ranged from 2.782-2.843v. The implant date voltage was recorded as 2.797v. Abbott technical support discussed that this device has a lower voltage than expected voltage without obvious cause. No intervention has been done as the device remains implanted. No further information is available at this time.